Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal clevis. The material appears to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Site provided images of the instrument. Per the image review, there was thermal damage on the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had an abnormal energy discharge at the tip of the instrument. The energy value did not exceed normal. Upon removal of the instrument, it was found that the tip was burnt. The user completed the procedure using a backup permanent cautery hook with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The cannula was inspected prior to use with a pin gauge. Arcing was observed to have originated from the tip of the instrument and grounded between the jaws. The instrument was burnt at the tip after the arcing occurred. The instrument was used for cauterizing with monopolar coag when the arcing occurred. The instrument was connected properly and in use for a few minutes prior to the event. There were no other instruments in use when the arcing occurred. There was no instrument collision. The instrument tip was in contact with the tissue but there was no injury to the patient. The surgeon believe the cause was an instrument quality problem.